Event description:
It was reported to philips that the system gave an alert indicating unintended longitudinal movement of the table during power on self test. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by moving the patient to another room. It was reported to philips that some table movements were not possible. Upon troubleshooting, the philips remote service engineer (rse) checked the system and found that the system reported an unintended longitudinal table movement detected during the power-on self-test (post) and requested onsite support. The philips field service engineer (fse) checked the system logfiles onsite and found longitudinal potentiometer issues. To resolve the issue, the fse replaced longitudinal potentiometer and calibration of longitudinal movement. The defective part was sent for analysis, for longitudinal potentiometer malfunction was observed and the failure was found to be positioning malfunction, unstable increase in resistance. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.